Event description:
The customer reported that after 15 minutes of exposures the system would freeze. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface board was evaluated and replaced. The x-ray tube was reworked. The system was tested and found to be working as intended and returned to service.